Manufacturer narrative:
The device was returned with a cracked tank cover and the power switch and pcb (printed circuit board) were outdated. Functional testing revealed that a faulty heater caused the safety/electrical test to fail. The root cause was not determined. No action was taken, due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. (H6c, h6d, h6e) a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information was received. (B5).

Event description:
Additional information was received via email on 16-sep-2022. No patient involvement.

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not passing electrical safety. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.